Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced difficulty connecting ilet infusion line connectors, requiring significant force to turn, and ultimately reverted to using an older connector to continue therapy; the ilet device was replaced and replacement connectors and infusion sets were provided. Symptoms included no alerts or alarms and no adverse clinical effects. Outcomes included continued insulin delivery without interruption and no hospitalization. Investigation included troubleshooting and user education, confirmation of shipping details, and coordination for device replacement and return. Investigation of this case revealed a suspected mechanical fit issue with the connector interface that impeded normal connection and disconnection. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface compatibility issues related to connector fit.